Event description:
It was reported that the device was displaying end of service indicators and that a charge circuit timeout had occurred. Further information was received indicating that the device was never implanted in a patient and that prior to the case. The device was interrogated and found to have a depleted battery due to multiple charges. It was determined that this was caused by vf (ventricular fibrillation) detection being turned on while the device was interrogated in the past. The field rep believed that someone had activated the "nominal" button (turning on vf detections) after the device was no longer going to be used at an earlier case.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis determined the device was displaying battery depletion indicators.